Manufacturer narrative:
Additional information: the returned device was evaluated. The tip of the pentalobe showed signs of usage and the lobes were deformed in a manner consistent with inadequate seating of the device within the mating screw head during use. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a height adjuster was noted to be stripped prior to a procedure. The procedure was completed using alternative instrumentation with no delay. There were no reports of patient injury associated with this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.